Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported that the implanted system was not working and the patient needs an MRI. It was unknown why the implantable neurostimulator (ins) was not working any longer. No other information was known. It was noted that the patient was older and confused. The reporter did not know who the patient's managing hcp was. Further follow up was not possible. If additional information is received, a follow up report will be sent.